Manufacturer narrative:
This supplemental report is being submitted to provide the correct results of the final investigation. Updated fields: h2, h3, h6, h11. Corrected fields: d4 - expiration date should be removed, d4 - expiration date null- should be na. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, since reported failure was not confirmed. The most probable cause of the reportable malfunction is no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed a scope error. The issue was observed during preparation for use. There were no reports of patient harm.